Event description:
A user facility reported to olympus that there was no image present on the monitor. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The reported problem was resolved through troubleshooting with the assistance of an olympus representative. The olympus representative determined that the monitor was on the wrong channel. Upon the customer switching to the correct channel, the image appeared and no problems were noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to update sections e3 and d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred because the input signals and output settings did not match. However, the definitive root cause of the mismatch could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "6.1 troubleshooting guide malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input button on the front panel to select an appropriate terminal.¿ olympus will continue to monitor field performance for this device.